Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the clinic for a lead revision after a remote merlin transmission revealed increased capture thresholds. During the revision, the lead was found dislodged. The lead was capped and replaced. The patient condition is well and the patient will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.